Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired after an implant duration of approximately 2 months. The cause of death was not reported. It is unknown if the death was device related. No further details were reported.

Manufacturer narrative:
Device not returned. The patient also had another device implanted; please reference the other medwatch report filed under patient (B)(6). Through follow-up with the health-care provider, a response was received. Unfortunately, no additional information was provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.